Event description:
It was reported that the system displayed a fast stop activated error message. When this error occurs the system will shut down. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.